Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had emergency medical service n and insulin pump was failed. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was failed and also had emergency injection. The insulin pump will not be returned for analysis.